Manufacturer narrative:
Related components of device system: model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 821693011, model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 819853012, model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unspecified reason. All the components were removed and replaced with a new aus system. The patient had a good outcome with no further complications. Additional information received. The patient presented recurring incontinence due to atrophy. Old system was working efficiently. The patient had a good outcome with no further complications.